Event description:
A hospital in (B)(6) reported via a distributor that an mr290 autofeed humidification chamber was leaking water. This was found during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(6) and was connected to a water bag to test for leak. Results: no leak was found when the returned mr290v chamber was connected to a water bag. However, when the mr290v chamber was connected to the water bag with the feedset tube under tension after approximately one minute the feedset tube separated from the waterbag spike. A sufficient amount of glue was found at the waterbag spike and feedset tube connection. A lot check revealed one other complaint of this nature for lot number 121025. Conclusion: the separation of the spike and feedset tube was due to the failure of the glue bond. The reported water leak was most likely due to the feedset being setup in tension for a prolonged period of time. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any faults are detected the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the reported leak developed after the chamber was released for distribution.